Manufacturer narrative:
Investigation summary: it was reported the syringe cracked and started to leak. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe barrel has a crack about 1" long that starts at the 5ml graduation mark and ends at the 13ml graduation mark. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 302832, lot 2210078. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The rails and conveyors were inspected. No pinch points or misalignments were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe cracked when administering medicine and leaked. The following information was provided by the initial reporter: "a nurse was administering a pre-filled 30 ml syringe with antibiotics to a patient via IV direct. After approx. 8ml of the medication was administered, the nurse heard an audible crack, and noticed that the syringe she was administering the medication with had cracked and started to leak."